Event description:
It was reported that during a mitral valve procedure, the balloon ruptured during use while the pt was on bypass. The balloon had been inflated for 20-30 minutes with 25cc. During the time of the rupture, the surgeon had just made his first pass of the needle into the mitral valve anulus. The balloon was positioned 1-2cm near the aortic valve. Due to this event, return of the arterial blood was insufficient for the pt and antegrade cardioplegia delivery was not possible. The surgeon converted the case to an open sternotomy. The aorta was cross clamped and antegrade cardioplegia was adminstered directly.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.